Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in skin break down. The device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed july 15, 2015.